Event description:
During a laparoscopic sleeve gastrectomy, the harmonic did not function consistently. There were no error messages on the generator. Surgeon stated there was intermittent power to the tip. The gray cord was switched and the case progressed without further issue. The cord had 31 uses left.